Event description:
(B)(4). I have had essure for 4 years. I have had irregular and debilitatingly painful menstrual cycles. I have migraines for days at a time. The abdominal pain is so unbearable I cannot even get out of bed at times. I get tingling and numbness in my hands and feet and muscle spasms in my legs. My stomach randomly swells making me look (B)(6) pregnant and that is when it hurts the worst. I cannot have intercourse any more because the pain makes it impossible. I have never felt depression before like the way I experience it after receiving the essure implant. My device was provided by (B)(6).